Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice due to transferring to hemodialysis and returned the device to the tampa bay facility. The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed rite electrical ground bond test. The pal evaluated the device. All pressures were correct and stable. A visual inspection revealed the door post screw was loose. The screw was tightened and the ground bus resistance was measured and found to be within specification. No other problems were observed. The assignable cause for rite test failure - ground bond was determined to be a loose door post screw. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.